Event description:
It was reported that during the right ventricular lead replacement procedure, the left ventricular lead was found to be dislodged and there was no capture at maximum output. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.